Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. Device was tested with a water fill test reservoir and no bubbles were noted. Device received with cracked case at display window corners and battery tube threads. Device received with minor scratched display window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been experiencing multiple high blood glucose levels. The customer had experienced a high blood glucose level of 983 mg/dl. An emergency medical service was dispatched as a result of the high blood glucose. The customer has also been in the hospital 8 times in the past 7 months due to mini strokes. The customer's most recent blood glucose level was 231 mg/dl. The customer had symptoms of feeling good but was also warm. It was noted in troubleshooting that the customer had air bubble anomalies along the tubing length. The customer was advised that the device would be replaced and agreed to return the product for analysis.